Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/ unit will not start/ alarm will not function. The key failure is the power switch has no power.